Event description:
It was reported that the patient missed a pump refill. The patient did not go in for the refill until his alarm started beeping. The alarm had been active for 2 days. The reporter stated that the patient had just arrived at the office and the pump was empty. The empty reservoir alarm occurred 2 days prior to the report, on (B)(6) 2013. The patient experienced headache as a result of the event. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).